Event description:
During right internal jugular permacath insertion the peel away (14f) sheath tore (left limb of peel away). There was retraction and acsending of the peel away sheath within the right internal jugular. Tear of sheath and foreign body were recognized. Attempted extraction under fluoroscopy was not able to be performed. Consultation of surgeon was requested. Foreign body was recovered and all pieces of peel away sheath were sent to MFR.